Manufacturer narrative:
The liberty cycler was not repaired or replaced against this complaint. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
(B)(4). The plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.

Event description:
Patient contact called on (B)(6) 2016 reporting difficulty bypassing an alarm on the liberty cycler. Follow up with the patient's son indicated that the patient expired on (B)(6) 2016. The patient's son believes that the patient had a stroke. Follow up with the patient's peritoneal dialysis nurse indicates that the patient was in the hospital during the time of death and that the patient was not performing treatment at the time of death. Patient medical records have been requested.